Event description:
Information was received from a manufacturer's representative (rep) regarding a patient's implantable infusion pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 that the patient had a motor stall in spring time this year 2016 and the pump had multiple motor stalls and motor stall recoveries. The caller stated the last motor stall (B)(6) 2016 had not recovered. The rep stated she checked the pump logs and the earliest log related to motor stall was a motor stall recovery in (B)(6) 2016 and there was no motor stall seen. The rep stated the pump was programmed to minimum rate mode, and the patient and physician elected to program the pump to off state. The rep stated the patient didn't have the pump replaced. The cause of the motor stalls was not determined, and a terminal stop was performed on the pump. The patient was being medicated with bupivacaine at a concentration of 5mg/ml, and a dose of minimum rate. The patient was also being medicated with morphine at a concentration of 5mg/ml, and a dose of minimum rate. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.